Manufacturer narrative:
(B)(4). The device was service on site by a field service technician. The device was visually inspected and functionally tested (battery test and power-on self-test). An event history log review was performed, though no evidence of the reported occlusion alarm was found. The reported condition could not be verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device did not meet specification and required repair for an unrelated condition, which is documented in a separate report. The device was serviced and restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an occlusion alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.